Event description:
It was reported that patient had a power outage on (B)(6) 2026. They did not hear their alarms, system controller displayed low voltage alarms, but interrogation did not go back far enough to see if pump was ever off. They stated the power was back on by the time they woke up. They experienced headaches and dizziness which correlated with the timing of the power outage and resolved a few days later. The data back from (B)(6) 2026 had been overwritten by newer incoming data. The device appeared to be functioning as intended. The system controller was reportedly functioning and alarming properly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.